Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer initially complained of low quality control (qc) results for the troponin t hs stat (high sensitive short turn around time) troponin t hs stat test. During investigation of the event, the customer provided erroneous results for one patient tested for troponin t hs stat. The erroneous results were not reported outside of the laboratory. The initial result was 36.84 pg/ml. A 2nd sample was drawn 2 hours later and the result was <3.00 pg/ml. Both the initial sample and the 2nd sample were repeated and the results were <3.00 pg/ml. No adverse event occurred. The troponin t hs stat reagent lot number was 138684. The expiration date was not provided. The field service engineer visited the customer on 08/31/2016. The measuring cell and needle sipper tubes were replaced and all verification tests were acceptable. The customer still questioned whether the instrument was producing accurate and reproducible results. Calibration, qc and analyzer performance check data were acceptable. A specific root cause could not be identified. A general instrument or reagent issue is not likely. Additional information was requested for investigation but was not provided. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.